Event description:
A malfunction on the pump was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise.